Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# j0301276v, implanted: (B)(6) 2003, explanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had 3 devices. With the first device they had been going more often and went to have it checked and the leads were going bad. The patient had the whole device replaced. No further complications were reported or anticipated.